Event description:
Note: this report pertains to one of two hydratome rx 44 used in the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the endoscope was inserted and positioned into the patient. A hydratome rx 44 was then inserted to cannulate; however, the preloaded hydra jagwire guidewire would not advance through the tome without also causing the tome to advance. A second hydratome rx 44 was used, and the same problem occurred. The procedure was not completed due to this event. It was reported that they would bring the patient back to attempt the procedure again and try a jagtome revolution device instead. There was no information as to when this would be performed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Impact code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.